Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated, could not pace and could not emit beeping tones upon magnet application after approximately seven months of implant. Troubleshooting performed was unsuccessful. Since the device was no longer functional, it was replaced. The high voltage lead system was tested once the new device was implanted and all values were normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device, absent of magnet tones and no pacing were due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.